Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan failure. The outcome was not device or therapy related. The customer stated that no further information would be available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The customer stated that no further information would be available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.